Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Based on information reviewed, cause of death was congestive heart failure and coronary artery disease, so death is related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided that indicated the cause of death was congestive heart failure and coronary artery disease. An echocardiogram was performed in (B)(6) 2019, and it was noted that the clip was in place. Per physician, it is unknown if the clip caused or contributed to the patient death, as the clips were in place, but there is low suspicion that the patient death was related to the clip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for patient death. It was reported that on (B)(6) 2018, one mitraclip was implanted reducing grade 3+ functional mitral regurgitation (mr) to grade 1+. On (B)(6) 2019, the patient was found dead in bed. Cause of death was congestive heart failure and coronary artery disease. No additional information was provided.